Event description:
Inbound. Two of IV remodulin premixed cadd cassettes in a row alarming no disposable clamp tubing or beeping as soon as cassette placed on both pumps in stop mode, unable to resolve, replacements sent. No further details provided.